Event description:
During a clinic follow-up, an increase in the capture threshold was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.